Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. A 2.50x38mm promus element plus stent delivery system (sds) was selected to treat the lesion but the stent dislodged during introduction. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the catheter had broken at the port bond and only the distal section was returned. A visual and microscopic examination found that the stent was damaged. The proximal side of the stent was severely bunched up distally, exposing 12mm of the balloon. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The distal outer lumen was kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. A 2.50x38mm promus element¿ plus stent delivery system (sds) was selected to treat the lesion but the stent dislodged during introduction. No patient complications were reported.